Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The customer found missing segments on the spo2 side of the display of the n65p pulse oximeter during unit testing. There was no patient involvement.